Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, while testing through the analyzer, high impedance was obtained with possible lead fracture noted. The analyzer cables were changed with the same result. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.